Event description:
Info received indicates the head end brake casters will set but they do not hold when in brake. The casters continue to ratchet.

Manufacturer narrative:
The tech replaced the head end brake casters to repair the bed.